Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, angle closure. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to significant reduction of iridocorneal angles, angle closure with elevated iop(41mmhg, assessed on (B)(6) 2023), and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as device, diameter was too large, replaced smaller lens fixing problem.